Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, high capture threshold and out of range, high pacing ventricular lead impedance in unipolar configuration was noted on the right ventricular (rv) lead. The patient is not pacemaker dependent. Lead revision was discussed. The patient was in stable condition.

Event description:
New information received states that the right ventricular lead was capped on (B)(6) 2019 and replaced due to high pacing impedance. The patient was stable before, during and after the procedure.